Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly was removed, though it left a detached leg of the device in the patient¿s body. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with deep vein thrombosis and pulmonary embolism. After sometime post filter deployment, the vena cava filter allegedly was removed, though it left a detached leg of the device in the patient¿s body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post filter deployment, right lower extremity venogram revealed there was a small amount of thrombus below the previously placed inferior vena cava filter and this thrombus was extending slightly above the left inferior vena cava filter but not to the level of the renal veins. Subsequently, a few days later computed tomography revealed there were inferior vena cava filters in both the right and left inferior vena cava and there was thrombosis of the left extending to the left iliac region. Approximately one month later, patient presented for filter retrieval. The right-side inferior vena cava filter was removed. Therefore, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 03/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post filter deployment, right lower extremity venogram revealed there was a small amount of thrombus below the previously placed inferior vena cava filter and this thrombus was extending slightly above the left inferior vena cava filter but not to the level of the renal veins. Subsequently, a few days later computed tomography revealed there were inferior vena cava filters in both the right and left inferior vena cava and there was thrombosis of the left extending to the left iliac region. Approximately one month later, patient presented for filter retrieval. The right-side inferior vena cava filter was removed. Therefore, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2019),g3,g4 h11: d1,d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly was removed, though it left a detached leg of the device in the patient¿s body. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly was removed, though it left a detached leg of the device in the patient¿s body. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.